Event description:
A patient with sepsis was undergoing continuous renal replacement therapy (crrt) on a prismaflex machine with prismaflex m150 sets. According to the nurse, the sets clotted frequently over the course of three days. When the treatment was stopped, the blood in the extracorporeal set was not always returned to the patient, resulting in a total estimated blood loss of 251 ml. The patient received blood transfusions during this time. There is no additional clinical information related to this event.